Event description:
It was reported that the vns patient sustained an infection following generator replacement surgery on (B)(6) 2014. The physician does not plan to explant the device. The patient was not hospitalized but given antibiotics. Review of manufacturing records confirmed that the generator was sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator was sterilized prior to distribution.